Event description:
New information received indicated that the right ventricular lead was explanted. Further information was requested but not received.

Manufacturer narrative:
The reported event for high defibrillation impedance was not confirmed. A partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited high impedance. No other lead abnormalities were observed. No programming changes were performed. The patient will continue to be monitored. The patient was in stable condition.